Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive that the pump touchscreen display was difficult to see. It was also reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore, the allegation could not be confirmed.